Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: e3. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pneumatic interface module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing department received pim pneumatic interface module with a reported unit failure message of gas loss in iab circuit. The fat department performed a visual inspection of this part, and the part is in a good condition. The failure analysis and testing department installed the pim (pneumatic interface module) in the cardiosave test and tested to factory specifications and the cardiosave. The failure analysis and testing department verified the failure message of gas loss in iab. Pim failed testing. Retained the pim in fat department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use there was a lot of water in the line and the cardiosave intra-aortic balloon pump (iabp) displayed the message gas loss in iab circuit. The customer brought in a cs 100 machine to replace it and the machine was working normally. There were no injuries or death reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.